Event description:
It was reported that, " it was found that approx 5 cm of the distal plastic covering of the maryland had failed and appeared to be shredded inside the pt."

Manufacturer narrative:
It was reported that a second exploratory surgery was performed to search for fragments of the insulation. All fragments were retrieved. This was confirmed with an x-ray. Photos of the device were submitted, the hosp retains the actual device. A supplemental will be filed when the engineers evaluation has been received.